Event description:
The customer reported that there was a pt death however, they are complaining that the recorder machine is faulty.

Manufacturer narrative:
(B)(4). The customer reported that there was a pt death. They were complaining that the recorder machine is faulty because, it printed out a printer speed error message when there was no problem with the printer speed. Based on the available information, the recorder provided a print out stating "wrong paper scale". Device labeling (instructions for use) adequately describe the use of the recorder and the paper. A recent field change order (fco#(B)(4), which was communicated to the FDA on 11may09) provides details for the customer to follow to load the paper and the proper settings for the recorder. There is no indication or allegation that this paper speed error message was in any way related to the death. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.